Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte 22ga x 1.0in are damaged. The following information was provided by the initial reporter, translated from spanish to english: according to the clinic, the catheters are damaged when puncturing the vein, they are having to use several to puncture a single vein.

Event description:
It was reported that the bd insyte 22ga x 1.0in are damaged. The following information was provided by the initial reporter, translated from spanish to english: according to the clinic, the catheters are damaged when puncturing the vein, they are having to use several to puncture a single vein.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1299494, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing a definitive root cause could not be determined. However, the engineer stated that the reported defect could have occurred due to a misalignment between the air blowing station and the device but a physical sample would need to be available to confirm this.